Event description:
Reporter alleged obtaining discrepant blood glucose results of 275 mg/dl back to back with a result of 116 mg/dl when testing was performed less than five minutes apart on the advantage system. Reporter indicated she was not experiencing any hyperglycemic symptoms during the time of the testing. No actions were reported taken and no treatment received. A request was made for the return of the suspect device and replacement product was sent.